Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: kliewer, m., plimon, m., taher, f., walter, c., hirsch, k., falkensammer, j., & assadian, a. (2019). Endovascular treatment of hypogastric artery aneurysms. Journal of vascular surgery, 70(4), 1107¿1114. Doi: 10.1016/j.jvs.2018.12.048.

Event description:
It was reported in an article from the journal of vascular surgery titled " endovascular treatment of hypogastric artery aneurysms " that iliac branch devices were connected to hypogastric artery by a stent grafts with additional stent graft relining. Postoperatively, one type b dissection was detected and treated with thoracic endograft implantation. Postoperative fever, pneumonia, urinary tract infection, femoral pseudoaneurysm, seroma of the groin, and prolonged wound healing was also identified. Gluteal claudication, endoleak and occlusion of internal iliac artery (iia) were identified, which required reintervention. The status of the patients was not provided.